Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an air bubbles anomaly. Customer's blood glucose at time of incident was 129 mg/dl. The customer was advised to disconnect at quick released and deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to change fixed prime amount back to the appropriate cannula prime amount for their infusion set. The customer was advised to monitor and call back if needed.